Event description:
It was reported that the on several different occasions the deep brain stimulation (dbs) patient experienced a return of tremor symptoms while charging the implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy.